Event description:
It was reported that the right ventricular lead exhibited inappropriate shock and far p oversensing due to dislodge that was confirmed via x-ray. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited inappropriate shock and far p oversensing due to dislodge. The lead was explanted and replaced. The patient was in stable condition.